Manufacturer narrative:
Upon receipt the lead was found severed cut 5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. A capped stylet was found inserted in the distal lead fragment. Upon receipt the performance of the lead was scrutinized including a visual inspection. Multiple abrasion marks were visible on the leads body. In particular approximately 25 cm proximal to the lead tip, the lead body was found squeezed and deformed. At this location the outer conductor coil was found fractured and the inner insulation was found abraded. This damage is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages like the cuts into the insulation 30 cm distal to the is-1 connector pin most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 8 months after the implantation an insulation damage was suspected and the lead was explanted. Loss of capture was observed. No adverse patient side effects were reported.